Manufacturer narrative:
(B)(4). Two (2) mmsi final tightener ¿ x25 drivers [product code: 2797-12-600] were returned to the customer quality unit (cqu) for evaluation. Visual examination revealed that the hexlobes on the two x-25 driver¿s distal tips had become stripped. Also, the observed damage notes that it is in the direction of tightening. This damage is consistent with drivers that were subjected to unanticipated torsional forces during the tightening process, resulting in the distal tips of the drivers becoming stripped. Hardness results show that these devices are within the specified guidelines. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the two x-25 driver distal tips becoming stripped cannot be positively determined. However, the observed damage is localized to the distal tips of the tighteners¿ drive features suggesting that these drivers were subjected to unanticipated torsional forces during the tightening process, resulting in the distal tips becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The two reported products ¿x25 final tightener (279712600)¿ had been consigned to the hospital and were used in surgery for the ais (adolescent idiopathic scoliosis), stabilizing t2-l2, on (B)(6) 2017. During the surgery the surgeon found that the tip of the first driver shaft had been deformed. While he was using the second driver shaft, he again found the deformed tip. Which driver shaft was used at first is unknown. Moreover, we do not know how and why those two driver shafts had been deformed, namely already deformed before the use or became deformed during the use. There was no adverse consequence to the patient.